Manufacturer narrative:
The actual device was not available; therefore, the actual device will not be returned for evaluation. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that there was a kink in the carrier tube of the angio-seal device involved. Resistance was felt when the carrier tube was inserted into the insertion sheath. The angio-seal device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The estimated blood loss was less than 250cc's. There was no health damage to the patient. The procedure before deploying the device was carotid artery angioplasty (cas). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 french. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 4 mm. The event occurred intra-operative. There was no patient injury/medical or surgical intervention required. No equipment or other devices were used with the product involved.